Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 565 (mg/dl) during the night. A bolus and manual injection was delivered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Customer indicated they would speak with their health care provider to discuss diabetes management.